Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient inserted sensor into the arm against user's guide specifications. No medical intervention was required. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, data was downloaded and reviewed on 06/25/2015. A review of the receiver data log confirmed the reported inaccuracies. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen).